Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined that the hc machine failed volume accuracy testing during monitored therapy. There was no patient involvement as this occurred during testing. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed electrical rite but failed functional rite for volumetric accuracy during monitored therapy; the volumes found during fill 1, drain 1, fill 2, and drain 2 were outside of the specification range of the product. The device passed temperature verification testing. The device's pneumatic system was checked, and all pressures were found to be stable and correct. An internal/external inspection was performed and identified deteriorated door piston foam. A device history record review was performed and revealed no issues that could have caused or contributed to the issue. The cause of the failed functional rite test was determined to be the deteriorated door piston foam. Should additional relevant information become available, a follow up medwatch will be submitted